Event description:
It was reported that the external pulse generator had a broken case. The generator was returned for service. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper case and lower case were broken. It was also noted that the side bail covers, ring cover, lead flex cover and battery drawer were broken, the battery contacts were compressed, the side bails were missing and the encoder flex was damaged. (B)(4).